Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore, review of the manufacturing records could not be completed..

Event description:
It was reported that during use with an ev1000 monitor the display froze while in use with a flotrac sensor. The screen data did not change for a period of time. During this time the arterial pressure on the patient bedside monitor continued to measure blood pressure as expected, the cockpit screen remained in color and did not ¿grey out¿ which would suggest no loss in the pressure signal from the flotrac sensor. It was not until some hours later that it was noticed that the ev1000 data had been static on the same value. The flotac sensor was discarded and the monitor was never isolated and also will not be returned.

Manufacturer narrative:
Related medwatch number for the associated ev1000 monitor- 2015691-2016-03013.